Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported on 08 august 2020, that the adc freestyle libre sensor detached on day of application. On 10 august 2020, the customer reported that due to the replacement sensor having not yet been delivered, the customer experienced an adverse event. The customer reported she had no other method of monitoring blood glucose, and experienced symptoms of dizziness and nausea. The customer had contact with a healthcare professional, and provided a shot of insulin (type unknown) as treatment. There was no report of death or permanent injury associated with this event.